Event description:
The pt is a 43-yr-old woman who initially had bilateral breast implantation in 8/87 using co's 200cc gel-filled breast implants. The pt has very mild systemic symptoms of fatigue, urinary tract infections, some short-term memory loss and myalgia in the mid-back area and mild discomfort in the breast. However, on ultrasound and xeromammogram examination, she has heavy calcification of the left breast and a highly suspicious rupture. Because of the highly suspicious rupture on the left side and the old age of the implants, it will be medically prudent to replace these implants and to do a total capsulectomy because of the encapsulation on both sides and the calcificaiton on the left side.